Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 300+ mg/dl. The customer treated with a bolus from the pump. The customer had symptoms such as vomiting. The customer was hospitalized for diabetic ketoacidosis and gastroparesis. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner.

Manufacturer narrative:
The pump passed the delivery accuracy test.